Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose level. The customer's blood glucose value was 46 mg/dl at the time of the incident. The customer declined troubleshooting for low blood glucose. The customer was treated with food and his blood glucose level went up to 126 mg/dl. The customer also reported loss of communication issue with the sensor. The insulin pump will not be returned for analysis.